Event description:
It was reported that bd 10ml syringe luer-lok¿ tip was cracked. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 301029, batch no. 8324574. It was reported 4 syringes were cracked. "Good morning, (B)(4) has received a complaint on a product that you provide to us as vendor; syringe 10cc l/l, deroyal part # 5-20055-taa, catalog # 301029, lot # 8324574. It was indicated that there were 4 syringes that were cracked. In response to this complaint (B)(4) has been issued. I have emailed the customer requesting more information about these cracks. They have responded that the syringes were all in different trays scattered throughout the order. The listed contact could not tell me where these cracks were located, but said that they will try to get a sample together and take photos of the reported issue. These incidents occurred on (B)(6) 2019. The cracks were noticed during set-up for procedures and new syringes were pulled. There were no delays or injuries reported. I will keep you updated on any more information I can pull out of our customer on this issue.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip was cracked. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 301029, batch no. 8324574. It was reported 4 syringes were cracked. "Good morning, (B)(4) has received a complaint on a product that you provide to us as vendor; syringe 10cc l/l, (B)(4) part # 5-20055-taa, catalog # 301029, lot # 8324574. It was indicated that there were 4 syringes that were cracked. In response to this complaint (B)(4) has been issued. I have emailed the customer requesting more information about these cracks. They have responded that the syringes were all in different trays scattered throughout the order. The listed contact could not tell me where these cracks were located, but said that they will try to get a sample together and take photos of the reported issue. These incidents occurred on (B)(6) 2019. The cracks were noticed during set-up for procedures and new syringes were pulled. There were no delays or injuries reported. I will keep you updated on any more information I can pull out of our customer on this issue.